Event description:
It was reported that representative inquired how much time would an indwelling foley catheter remain inflated before becoming deflated as their customer had an issue with foleys deflating inside of patients. Representative informed foley should only be deflated when removing. Asked representative to remind hospital of inflation requirement noted on the foley label and the entire syringe should be utilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that representative inquired how much time would an indwelling foley catheter remain inflated before becoming deflated as their customer had an issue with foleys deflating inside of patients. Representative informed foley should only be deflated when removing. Asked representative to remind hospital of inflation requirement noted on the foley label and the entire syringe should be utilized.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.